Manufacturer narrative:
(B)(4) 2015 04:28 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber was falling off the tip of the device and the tunnel was smokier than it should be. A replacement device was used to complete the procedure. The hospital did not report any patient effects.